Manufacturer narrative:
The lead remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a perforation. The lead was repositioned. An echocardiogram performed the following day showed no pericardial effusion, and the patient was discharged from the hospital. No additional adverse patient effects were reported.